Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue advised that troubleshooting was done on the pim without issue. The safety disk was also reinstalled to isolate the safety disk as an issue without addressing the problem. The compressor, cx5 and pim test as well as regulators and transducer calibrations were all within tolerance. Subsequently, the stm replaced the drive manifold and it passed the drive manifold test without exception several times. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event reported.